Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The supplier's power supply board was faulty. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the devices ac and dc status indicators does not light on. The customer performed troubleshooting and reported the fuse is burnt. The customer determined the most likely cause of the reported event is the power supply assembly. The customer reported there is no patient involvement associated with the event.